Manufacturer narrative:
The complaint was received and forwarded on to the manufacturing facility for investigation. A specific review of the device history record could not be completed since neither a lot number nor a sample was available. Without a sample being provided, the failure mode and definitive root cause could not be determined. Our manufacturing facility's quality system mandates suitable in-process controls to measure the seal integrity of representative samples.  Currently, we are pulling (B)(4) samples during production of each lot of this product and testing them at predetermined locations to best gauge the seal integrity by pull testing and functional leak testing.  All samples pulled from these lots must meet the predetermined criteria before they are released. It should be noted that the chemicals used in the product are food grade, non-toxic and would not cause an explosion.  The instructions for use (IFU) does state that if the contents contact the skin, you should wash the area with mild soap and water.  Also, during production, the formulation of the product is tested every 2 hours to measure the maximum temperature that it can generate.  The tolerance for this process is 110.5 - 114.1 degrees f.  Again, all samples must meet this tolerance before it is released.  Based on peak temperature upon activation, a 2nd degree burn is not likely with this product.

Event description:
When the nurse went to apply the warm pack, she squeezed the item and it exploded with all the contents landing on the patient and his wife. It turns out that days later, when the patient was back at home , he noticed blisters and swelling and headed to the ER where he was later diagnosed with a chemical burn warranting antibiotics.